Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-28 the rep responded to follow up reporting that the cause of the impedances on the date of implant were unknown. They met with the pt on (B)(6) 2025 and tested impedances again and all out-of-range impedances were resolved. Therefore, no additional actions were needed. [See 707835934 for impedance issues prior to lead replacement.]

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Rep reported that after new lead was implanted, anchored, and connected to the new ins, impedances were tested. It is noted that electrodes 6 and 7 were elevated over 40000. The surgeon cleaned and dried the electrodes multiple times and tried plugging into opposite ports with the same results. The surgeon decided to leave the lead as it was due to already being anchored in place. The impedances were checked again in recovery after surgery and the electrodes 6 and 7 were still greater than 40000. Rep indicated they would send any further information as they become aware.